Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. Visual inspection identified that the pump had a hole at the strain relief junction due to a sharp instrument damage. The pump failed leak test as well as inflation and activation tests. The cylinders were visually inspected, and leak tested. Visual inspection of both cylinders revealed wear at the fold near the proximal of their bodies and a hole with a tool mark proximally. In addition, a scale-like pattern on the rear tip was noted in both cylinders. Visual test of cylinder 1 identified holes in the outer tube at the folds. Cylinder 1 presented two leaks, the first one at the corner of a fold and the other leak at the proximal due to a sharp instrument. Cylinder 2 had a leak at the proximal due to sharp instrument damage. The reservoir was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the reservoir. Based on the information available and analysis results, the failed inflation and activation test of the pump could have caused or contributed to the reported clinical observation of inflation issues. Therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues. All components were removed and replaced with no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues. All components were removed and replaced with no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues. All components were removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. Visual inspection identified that the pump had a hole at the strain relief junction due to a sharp instrument damage. The pump failed leak test as well as inflation and activation tests. The cylinders were visually inspected, and leak tested. Visual inspection of both cylinders revealed wear at the fold near the proximal of their bodies and a hole with a tool mark proximally. In addition, a scale-like pattern on the rear tip was noted in both cylinders. Visual test of cylinder 1 identified holes in the outer tube at the folds. Cylinder 1 presented two leaks, the first one at the corner of a fold and the other leak at the proximal due to a sharp instrument. Cylinder 2 had a leak at the proximal due to sharp instrument damage. The reservoir was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the reservoir. Based on the information available and analysis results, the failed inflation and activation test of the pump could have caused or contributed to the reported clinical observation of inflation issues. Therefore, a conclusion code of caused traced to component failure was assigned to this investigation.